Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: catheter ablation of accessory pathway in the treatment of pacemaker-mediated tachycardia. Pace 2012; 35:e84¿e86. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding a patient with an implantable pulse generator (ipg). The patient experienced fatigue and palpitations. The article reports that the patient developed pacemaker-mediated tachycardia (pmt) as a result of sensing retrograde atrial activation after ventricular stimulation. The patient received an ablation. The device remains in use. No patient complications have been reported as a result of this event.